Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient is using their monitor the generator goes down and their heart goes down with it. They also re ported that they feel changes in their heart when it transmits. As they are having an atrial ventricular (av) node ablation procedure and will be 100% paced after the ablation procedure they are concerned about what ill happen when transmitting and if it will shut down their heart. The implantable pulse generator (ipg)remains in use. No further patient complications have been reported as a result of this event.